Event description:
It was reported that this right atrial (ra) lead exhibited high impedance measurements, so it was explanted. During the procedure, the physician cut the lead so it unraveled. The physician used a lasso to retrieve the lead, but the leads tip still remained in the ra wall. A new device was implanted. No additional adverse patient effects were reported. This product has not been returned for analysis.

Manufacturer narrative:
Although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became fractured due to a combination of factors including manipulation during removal, lead design, and patient anatomy. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right atrial (ra) lead exhibited high impedance measurements, so it was explanted. During the procedure, the physician cut the lead so it unraveled. The physician used a lasso to retrieve the lead, but the leads tip still remained in the ra wall. A new device was implanted. No additional adverse patient effects were reported. This product has not been returned for analysis.